Manufacturer narrative:
This is a follow-up to the previous medwatch report as lot traceability for the safari2 guidewire was recently received. At this time we have received conflicting information regarding the reported incident. This medwatch report is being filed as a good faith measure since it was originally reported that a patient death occurred due to cardio-circulatory arrest during a tavi procedure in which the safari2 guidewire was being used. The end user did provide lot traceability. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." When the end user was asked if there was any guidewire management issues with a safari2 wire - did a safari2 wire lose access to the left ventricle the end usser reported the following: "as from our previous communication the users did not report difficulties". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. Review of the directions for use lists the reported event as a potential adverse event associated with the tavr / tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Manufacturer narrative:
At this time we have received conflicting information regarding the reported incident. This medwatch report is being filed as a good faith measure since it was originally reported that a patient death occurred due to cardio-circulatory arrest during a tavi procedure in which the safari2 guidewire was being used. The end user did not provide lot traceability. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." When the end user was asked if there was any guidewire management issues with a safari2 wire - did a safari2 wire lose access to the left ventricle the end user reported the following: "as from our previous communication the users did not report difficulties". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. Review of the directions for use lists the reported event as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
Event description: the patient was undergoing a tavi procedure. After the patient went into cardio-circulatory arrest when the prosthesis had not yet been released on the native valve, the specialist went to the pre-room. During the acurate procedure in question, the patient went into cardio-circulatory arrest for reasons unknown to us. Subsequently, given the clinical situation of the patient, the prosthesis in the thoraco-abdominal aorta was released without any type of problem. Just to further clarify for our records, during this procedure, was there any guidewire management issues with a safari2 wire - did a safari2 wire lose access to the left ventricle? As from our previous communication the users did not report difficulties did the acurate tf ds or acurate neo valve cause any injuries to the patient's vasculature in the thoraco-abdominal aorta? Not available was the acurate tf ds ever advanced past the point of the thoraco-abdominal aorta at any time during the procedure, or did the patient suffer cardio-circulatory arrest before it could be advanced further? Before the cardio-circulatory arrest the delivery system past the point of the thoraco-abdominal aorta without any problem. Given the clinical situation of the patient, the prosthesis was released in the thoraco-abdominal aorta without any type of problem what intervention or treatment was provided to the patient for the cardio-circulatory arrest? Not available. Are any patient status updates available? No.